Manufacturer narrative:
This follow up report is being filed to relay additional information that was unknown at the time of the initial medwatch. A review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that these types of events can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions,¿ and ¿particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid.¿¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 21 states, ¿non-malignant, non-infective soft tissue masses, sometimes referred to as pseudotumors.¿ number 28 states, ¿pain, swelling, or the onset of a limp may occur, requiring further evaluation from an orthopaedic surgeon.¿ this report is 1 of 2 mdrs filed for the same event (reference 3002806535-2014-00303 & 2015-00343).

Event description:
It was reported by the patient's legal representative that the patient underwent a hip replacement on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2013 due to apparent implant failure. This report is based on allegations set forth in patients notice and the allegations there in are unverified. Additional information was received in patient's medical records reveals patient underwent a right total hip arthroplasty on (B)(6) 2007. Medical records note that patient was diagnosed with a flake fracture of the right hip greater trochanter on (B)(6) 2013 after a fall. Medical records further note a subsequent revision was performed on (B)(6) 2013 due to pain, stiffness, elevated metal ion levels, fluid collection within the joint, and possible pseudotumor. During the revision, unspecified damages and debris was found within the joint, the posterior capsule had disintegrated and a cheesy material was excised. All components were removed and replaced with competitor components.

Event description:
It was reported by the patient's legal representative that the patient underwent a hip replacement on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2013 due to apparent implant failure. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report is based on allegations set forth in patients notice and the allegations there in are unverified.